Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump was powering off. The reporter did not allege any harm or injury because of the alleged issue. The reporter indicated that when the pump is bumped, the device powers off and the patient had to complete the rewind, load, and prime steps. The reporter did not have the pump for troubleshooting during the contact with anm. Multiple attempts by anm to contact the patient and/or reporter for follow-up information have been unsuccessful at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power on resets. No damage was found to the battery compartment or battery cap. The battery cap was found to be within specifications. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no damage or evidence of moisture was found in the power circuit or battery flex.